Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an ischemic stroke on (B)(6) 2021. A consult was made to neurology and they intervened with a catheter extraction of the clot. Additionally, on (B)(6) 2021 the patient had a subarachnoid hemorrhage. The neurology team addressed the issue and stated it was a stable bleed. With the previous stroke, the patient had right-sided affect. The patient had very little movement to the right lower extremities (rle) and movement to the right upper extremity (rue). They had receptive and expressive aphasia. The heartmate 3 was working fine at a speed of 5200.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.